Event description:
It was reported that a hemodialysis (hd) patient¿s access site clotted, and they were unable to get a good flow to start their treatment. The reporting nurse said there was a little bit of flow, but not enough to do dialysis. The system was just pulling clots, and the needle then quickly clotted off. No visual damage or defects were noted on any of the disposable products. As a result of the clotting, the blood pump was stopped less than a minute into treatment and the patient¿s blood was not returned. The nurse stated the patient did not complete their treatment. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported events. The patient's estimated blood loss (ebl) was 50-75 ml. As a result of the events, the patient¿s graft was removed and replaced with a catheter. The patient resumed treatment with their catheter the following day and there were no further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).